Event description:
Consumer reported complaint for high blood glucose test results using replacement products. The customer called concerned with test results from results obtained of 182, 152 and 135 mg/dl am fasting. The customer stated his expected am fasting blood glucose test result range is 118-120 mg/dl. The customer feels well and did not report any symptoms. Customer stated he called his doctor's office last week (did not remember the date) and has an appointment later this week with his doctor to talk about the results on the meter. During the call, a back to back blood test was not performed by the customer. Per customer, the product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 06/16/2027 and the open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. H1: type of reportable event of serious injury being submitted due to no defect being found on the returned products. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.